Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore by conmed (cen-61285), that during an endoscopic retrograde cholangiopancreatography (ercp) procedure. Using the gore® viabil® short wire biliary endoprosthesis with holes, "came apart". The device is not available for return. And the incident was found, during the procedure. There was no indication of patient/user impact. It was further reported, that the original viabil device was implanted on (B)(6) 2022. Then on (B)(6) 2023 an outpatient procedure was scheduled for an ercp with stent removal. Reportedly, the 10 mm x 60 mm fully covered stent with transmural drainage holes either "broke/was broken at time of removal". The patient underwent multiple attempts with a percutaneous transhepatic cholangiogram (ptc) placement. In interventional radiology (ir) to gain access into the bile duct, a repeat ercp by rendezvous technique. And eventually, an exploratory laparotomy with bile duct exploration to entirely remove stent. Per the report, the stent was not intact. And pieces of the stent wire were reportedly, coming out of the ampulla into the duodenum.

Manufacturer narrative:
H3: the device was not evaluated, because it was discarded at the facility. According to the gore® viabil® short wire biliary endoprosthesis instructions for use (IFU), this product is not intended for removability and is considered a permanent implant. Specifically, removal of the stent may be impeded by tissue/tumor ingrowth if the stent has transmural drainage holes. In addition, if the stent were placed through a previously placed open cell bare metal stent, removal may be impeded by the structure of the open cell bare metal stent. It should also be noted, that complications associated with the use of the gore® viabil® short wire biliary endoprosthesis, may include complications associated with other biliary endoprostheses. Including, but not limited to: endoprosthesis misplacement, endoprosthesis migration, endoprosthesis fracture, obstruction of branch ducts, bleeding, due to vascular erosion, and endoprosthesis occlusion, due to biofilm/ sludge formation, extrinsic compression or tumor overgrowth at the endoprosthesis ends. Complications may also include those often associated with any endoscopic procedure performed on the biliary tract. These complications include: infection, bleeding, duct perforation, hematoma, hemobilia, cholangitis, pancreatitis, fever, trauma to ductal system or duodenum, and death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.